Manufacturer narrative:
(B)(46). The device was not returned for analysis. The investigation determined the reported difficulties, patient effect, and additional treatments appear to be related to circumstances of the procedure. The reported patient effect of occlusion is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending (lad) coronary artery. A 2.25 x 23 mm xience alpine stent delivery system (sds) was advanced, without resistance felt, in an attempt to cross an already deployed stent. At this time it was determined that the stent implant was the wrong size for the vessel so the sds was removed. As the sds was being removed through the guiding catheter, resistance was felt at the tip of the guiding catheter and the stent implant dislodged from the balloon. The stent implant was located in the lad; therefore, buddy wires and a balloon were used to move it further down into the lad in an attempt to place the stent in the lesion and deploy it. The decision was then made not to deploy the stent but to pull the stent implant back; however, the lad became occluded due to the dislodged stent; therefore, the patient was prepared and sent for bypass surgery. The stent implant was not removed during the bypass surgery and remains in the patient. The patient is doing well. No additional information was provided.